Event description:
It was reported that upon interrogating the device, an error message popped up. The error was caused by an illop interrupt reset resulting in a partial reset. The device parameters were reset and the device remains still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset parameters was found on the save to disk file (B)(6). The partial reset counter was one, the firmware reason hexadecimal (hex) of 0004, write data (wd) reason hex of 20, reset wd reason was clock stop status, firm ware reason was an illegal operation interrupt occurred, on (B)(6) 2012.

Event description:
It was reported that upon interrogating the device, an error message popped up. The error was caused by an illop interrupt reset resulting in a partial reset. The device parameters were reset and the device remains still in use. No patient complications have been reported as a result of this event.the iilop is a illegal operation.